Event description:
It was reported that the right ventricular lead exhibited noise, low r-wave amplitudes, and high, out of range pacing lead impedance. The lead was capped and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.